Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the device was explanted due to infection. The infection occurred in (B)(6) 2017. The infection was reported to be resolved. No further complications were reported.